Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was not reported. It was unknown if the patient was hospitalized for the event. Treatment details were not reported. Action taken with extraneal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Extraneal therapy was ongoing (previously, it was not reported if extraneal therapy was ongoing). On an unreported date, the patient was hospitalized for the previously reported event of cloudy effluent. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported cloudy effluent event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.